Manufacturer narrative:
Replaced acb(anesthesia control board) to fix the reported issue. No report of patient involvement. Unique device identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during pre-use checkout, unit showed error message of "system malfunction internal problem" on screen. Problem affected both mechanical and manual ventilation modes. There was no reported patient involvement.